Event description:
Sales rep discovered receipt of mislabeled bone screw.

Manufacturer narrative:
CAPA (B)(4) has been initiated to evaluate problem/root cause and corrective action. Entire lot has been recalled. Recall #3006460162-09-25-2013-003-r.